Event description:
A call was received through technical services reporting that the lead was explanted after reduced r-waves and an increase in capture thresholds. It was replaced without difficulty. No patient complications have been reported as a result of this event. 3500a received reporting same event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned for analysis. Device information corrected to correlate with s/n. ICD referenced on 3500a tested within specification; the 'dent' referenced in 3500a is tool mark from user. Explant date 2007. A call was received through technical services reporting that the lead was explanted after reduced r-waves and an increase in capture thresholds. It was replaced without difficulty. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated sensitivity high threshold.